Event description:
It was reported the patient had full replacement occur. Per hospital policy, the explanted devices were discarded. No additional relevant information has been received to date.

Event description:
Clinic notes were received from the neurologist and reviewed. It was reported that the patient started having frequent seizures and was admitted to the hospital. Patient medication was increased. It was reported at follow up visit with neurologist that the generator was interrogated and found to have high lead impedance with current not being delivered. Neck xrays were reported to be have been ordered. No known surgery has occurred to date. No additional relevant information has been received.